Manufacturer narrative:
The calibration and qc were within expectations. As the qc data was within expectation, a general reagent issue could be excluded. Samples with high prolactin results should be pretreated with polyethylene glycol (peg) per roche product labeling.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained about questionable elecsys prolactin ii assay results for 3 patients tested on a cobas 6000 e601 module. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The customer was aware that for samples with high prolactin results, that the samples should be pretreated with polyethylene glycol (peg). The customer did not have the peg material available so that was why the samples were tested in another laboratory. The cobas e601 serial number was (B)(4). The investigation is currently ongoing.